Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a burning sensation and pain at the pocket site of their implantable neurostimulator (ins) following an (intentional) large weight loss. Diagnostics and troubleshooting for the issue included reprogramming and impedance testing. A revision of the device pocket was to be scheduled for the patient. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 355024, lot# n310984, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that a pocket revision was performed on (B)(6) and the pocket was deepened. The cause of the movement in the pocket was determined to be due to weight loss. The manufacturer¿s representative (rep) noted that it was unknown how the patient was doing or if they were receiving effective therapy. However, when the patient was seen by the healthcare provider (hcp) on (B)(6) the patient had ¿markedly¿ improved when they were seen. They were scheduled to return in one week for staple removal. No equipment was changed. The patient recovered without permanent impairment.